Event description:
It was reported that a flogard infusion pump was unable to turn on. There was no patient involvement. Additional information was not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected and functionally tested. The reported condition of cannot turn on was confirmed. The cause was determined to be a damaged cpu (central processing unit) pcb (printed circuit board) .to correct the issue the cpu pcb was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be sent.